Event description:
The dealer alleges that the cable connecting the joystick melted causing carpet damage; there were no injuries.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.